Event description:
It was reported that the ilet pump¿s display screen shattered during use, after which the user immediately disconnected the device and transitioned to backup insulin pens while continuing cgm monitoring via a phone application. Symptoms included no reported adverse clinical effects and no changes in blood glucose due to the screen damage. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and return of the original device for assessment. Investigation of this case revealed physical damage to the pump display consistent with a cracked or shattered screen, with no report of alarms or functional pump errors beyond the nonfunctional display. It was concluded, based on previously established findings for similar reports, that the cause was external physical damage unrelated to device manufacturing or design.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.